Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric sleeve procedure, at the first firing, handle and the reported product was connected. When grasping the tissue, the jaws of the reload did not close as usual. A new reload was used, and the same tissue could be grasped, the device was able to be used without problem. It was noted that the stomach was not that thick. There was no patient injury.